Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, an increase in pacing threshold measurements was observed. The lead configuration was reprogrammed which resolved the high out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.